Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was previously capped due to a breach on the insulation. Additional information indicated that during a recent device change out, a medical device adhesive was placed on this lead's defect on the insulation. As of now, this ra lead remains in service. No additional adverse patient effects were reported.